Event description:
Boston scientific received information that this patient received inappropriate therapy for supraventricular tachycardia in two episodes. It was noted therapy was exhausted in the ventricular tachycardia zone but did not do into the ventricular fibrillation zone. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that the device was later explanted for normal battery depletion and returned for analysis.